Manufacturer narrative:
A replacement blood gluocse meter was sent. The device associated with this incident has not been returned for the investigation. If the device is returned, an investigation will be conducted and a supplement report will be filed.

Event description:
The patient was awakened by their continuous glucose monitoring system due to a low glucose reading of 59 and reported dizziness and visual disturbances at that time. The patient then checked their blood glucose using a teladoc meter, which showed a reading of 83. Shortly afterward, the patient lost consciousness and, upon regaining consciousness, consumed juice. The patient contacted 911 after sustaining a foot fracture from the fall. While in the hospital, the patient's blood glucose was rechecked approximately 1-2 hours later and measured 98. The patient also required surgical intervention for the fractured foot.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended.

Event description:
The patient was awakened by their continuous glucose monitoring system due to a low glucose reading of 59 and reported dizziness and visual disturbances at that time. The patient then checked their blood glucose using a teladoc meter, which showed a reading of 83. Shortly afterward, the patient lost consciousness and, upon regaining consciousness, consumed juice. The patient contacted 911 after sustaining a foot fracture from the fall. While in the hospital, the patient's blood glucose was rechecked approximately 1-2 hours later and measured 98. The patient also required surgical intervention for the fractured foot.